Event description:
According to the reporter, during an incision/wound closure procedure, an attempt was made to close it using sutures, but the suture threads broke four times. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 88863256-51, 88863256-51 ticron* 2-0 blu 90cm cv305da (lot# d3e0458y), 88863256-51, 88863256-51 ticron* 2-0 blu 90cm cv305da (lot# d3e0458y), 88863256-51, 88863256-51 ticron* 2-0 blu 90cm cv305da (lot# d3e0458y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture. The needles were not returned. The suture was returned broken into two segments. One segment measured 13 5/8 inches. Both ends of this segment were frayed with the core pulled to one side. The other measured 13 7/16 inches. One end of this segment was frayed. The measurements were taken with an aluminum rule, calibrated asset nh02505. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of suture frayed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.